Event description:
It was reported during onyx re-injection after a pause, onyx was observed exiting out at the proximal marker of the apollo catheter. No patient injury reported.

Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event. (B)(4).